Manufacturer narrative:
Unable to perform the displacement test due to the missing retainer ring. The unit was received with a missing reservoir tube o-ring, cracked battery tube threads, keypad overlay texture damage, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump's case. The insulin pump was not bumped or dropped. The crack can be seen on the side of the reservoir. They did not know how the damaged occurred. The customer's blood glucose level was unknown. The device was returned for analysis.